Manufacturer narrative:
(B)(4). No review of the complaint device history records and no device evaluation were performed since the product identifier could not be obtained and the involved graft was not available for investigation. No conclusion can be drawn.

Event description:
It was reported a bleeding of the graft during surgery. In spite of repeated efforts, no information could be obtained at the date of this report.

Manufacturer narrative:
(B)(4). A review of the complaint device history records, indicated that the graft was processed and inspected according to established procedures and was therefore released following acceptable quality inspections and tests. Specifically, no anomaly was evidenced in the collagen coating records. The review of the water permeability testing records of products coated on the same day as the complaint device indicated values well within product specifications. Please note that water permeability testing is recognized by international standard for vascular grafts as the test to address the risk of blood leakage. (B)(4). One retention sample coated on the same day and under the same conditions as the involved device underwent water permeability testing. The test result indicated a value well within product specifications (less than 5 ml/cm²/min). (B)(4). However, all information and the product testing performed would tend to indicate that the device was not defective.